Event description:
Pt presented to ed with spontaneous hematuria. The rn attempted to insert 20 ga IV into pt's l forearm. It would not thread into vein and when she attempted to pull out the catheter, the tip end would not retract from the skin easily. Gentle pressure applied and it was removed but the tip of the catheter was retained. Mds made aware and pt and her husband too. She was taken to the or for removal of the fb on (B)(6)2009. It was successfully retrieved. The fb was in the middle of the forearm along the course of the basilic vein. The procedure was done with local anesthesia. The vein was identified and carefully dissected but the broken piece of angiocath was found to be lying outside of the vein. Post op fluoro of the forearm revealed that the previously identified fb was not present. The pt tolerated the procedure well and the pt left the or in satisfactory condition. Pt d/c home on (B)(6)2010.

Manufacturer narrative:
The sample has been received. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)